Event description:
The operator went to turn on the unit and the power supply board caught fire.

Manufacturer narrative:
There was no user or patient injury with this event. A dealer service technician performed an on-site evaluation and noticed the pn1 power supply board was shorted, with several components open/burned and evidence of smoke/burn damage.